Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leaking at the site. The site of insertion was abdomen. The patent changes the insertion site every 3 days. No further information available.